Manufacturer narrative:
Waiting for evaluation results.

Event description:
Reporter noted system will not turn on after completing five cases. Happened at end of one case and before another. Disconnected footswitch, then it booted okay. Connected footswitch again, system displayed a communication fault. Cancelled remaining cases. Stated no pt injury occurred.